Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product or data logs were returned for evaluation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that there was "pp high" alarm. Recommendations and best practices shared and local lysis administered. It was also reported the the pump was changed. Patient outcome at explanted was noted as survived.